Manufacturer narrative:
Correction to g2, "health professional" was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber adhesive part chipped. Bending section rubber adhesive part cloudy. Light guide (lg) pipe scratches. Lg snake tube scope connector side original scratch. Lg snake tube scratches. Lg snake pipe wrinkle. Scope connector crushed. Scope connector display peeling. Scope cover crushed. Image guide pipe scratch. Objective lens adhesive part peeling. Lg lens cracked. Lg lens adhesive part peeling however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The scope failed a periodic culture test. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.